Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that while creating a flap, the patient moved slightly, the surgeon immediately removed his foot from the laser pedal, halting the laser emission upon noticed a loss of vacuum. This resulted in a partial cut/ flap in the patient's right eye during lasik surgery. The surgeon again created the flap and completed the procedure.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to surgery date. The review of logfile for the day of treatment shows all laser system functions were within specifications. The energy check and the ablation check were performed successfully without issues. The first vacuum check failed, the second was performed successfully without issue. The energy was stable during the whole day. The logfile shows fifteen successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about two minutes before the start of the treatment and not immediately before the treatment. The treatment of the patient's right eye was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during bed cut. The treatment was only fifty percentage complete. The reported issue is not caused by the system or the used patient interface. No deviation between planned and performed energy is detectable for the reported treatment (for bed and canal cut). The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. The root cause could be determined as patient condition related. The manufacturer internal reference number is: (B)(4).